Event description:
The pt was implanted on (B) (6) 2009. For the 1st activation, the pt was seen by a vibrant med-el staff. That day, after activating the device, the pt complained about not hearing well with her audio processor on. Testing showed a very limited gain of 10 db at 2 khz and 4 khz. No gain was measurable at the other frequencies. The surgeon had performed a round window surgery. He was now requested to do a revision surgery. The pt has undergone revision surgery on (B) (6) 2010 and the vorp has been replaced.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.